Event description:
Implant date: 1/5/99. Following surgery pt had the flu and broke the external collar during a coughing spell. 3 month follow-up x-ray showed that one of the cancellous screws on top had backed out. Revision surgery on 4/5/99 to remove screw. The rest of the device has not been reported to have been explanted.